Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead had an insulation anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for replacement of the right ventricular lead due to noise. The lead was capped and replaced on (B)(6) 2016 successfully. No additional information was available.